Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary ==> stroke, thrombosis, major bleed/ ppae: the cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella 5.5 was surgically implanted via direct left sided arterial access in a 72-year-old female patient with postcardiotomy cardiogenic shock (pccs) who presented in scai stage c. During support, the patient experienced a neurological event consistent with embolic stroke. The patient had facial drooping and was found to have an m1 clot and required neuro interventional thrombectomy for the occlusion. Following intervention, the patient¿s neurological status returned to baseline. The patient also received one unit of packed red blood cells. Per clinical staff, the patient had been off systemic anticoagulation in anticipation of potential explant. The patient was on heparin since device implant but was discontinued for operative washout. Dual antiplatelet therapy was started the following day but was subsequently held overnight due to chest tube bleeding. The device remained in place during the stroke, and no device replacement was requested. The patient ultimately survived to explant and was successfully weaned from support. While on support, the device functioned within expected flow range at p-4 (2.2 ¿ 3.4l/min). Based on the available information, the patient¿s embolic stroke occurred during impella 5.5 support; however, the absence of anticoagulation at the time of each neurological event represents a significant contributing factor and increases the likelihood of thromboembolic complications independent of device malfunction. The impella continued to function appropriately throughout support, and the patient recovered neurologically following intervention. Stroke is a known risk associated with impella 5.5 per the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.